Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the patient made a mistake and experienced touch contamination. On (B)(6) 2011, the patient developed peritonitis. The patient was not hospitalized for the peritonitis. Treatment provided was not reported. Dianeal therapy was ongoing. At the time of this report, the patient had recovered from the peritonitis. An outcome was not provided for the patient made a mistake and touch contamination. Per the nurse, the peritonitis with culture positive for staph epidermidis was unrelated to dianeal therapy. A causality statement was not provided for the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error - poor aseptic technique. A batch review for the potentially associated lot numbers (gd882639, gd882258) revealed no deviations during the manufacture of these devices. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.